Event description:
Ous MDR - after an implantation period of about 29 months, oversensing without inappropriate therapy was reported via home monitoring. Oversensing was reportedly confirmed during a follow up the same day. The physician decided to cap the lead and implant a new one. The lead was not returned to biotronik.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegms confirmed the presence of artefacts in the ff and rv channels, which led to the detection of vf episodes. No shocks were delivered. These observation suggest the presence of a potential insulation damage on the lead. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.